Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was inserted and peak airway increase. Tracheostomy and trach was collapsed. Trach was removed and patient bronched through endotracheal (et) tube and no collapse noted. Reintubation/recannulation was required. There was no patient harm associated with this event.